Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead with the lead tip measuring 37.5cm was returned for analysis. External and internal insulation abrasion was noted at 8.0-9.0cm from the lead tip. The etfe coating was intact at this location.

Event description:
It was reported that the rv lead was explanted due to externalized conductors. There were no adverse consequences for the patient.